Event description:
It was reported that the patient was experiencing increased pain and not feeling 'well'. A dye study was attempted. Unable to aspirate catheter. Patient was scheduled for a catheter revision. The catheter was replaced due to occlusion. Upon removal of catheter black material was noted at tip of catheter. There was no patient injury, and the patient recovered without sequela. The device was used to deliver morphine.

Event description:
Additional information received reported that the healthcare provider (hcp) felt there was a possible granuloma. As previously reported, there was black material noted at tip of the catheter. The reporter stated that the hcp felt that the "black material found on the tip of the catheter was possibly granuloma". The hcp planned to "refill the patient's pump at the first postoperative visit, change the concentration to a lesser amount (from the current 75mg/ml concentration of morphine), and program a bridge bolus". Additional information has been requested, however was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product typ catheter. (B)(4). The catheter was returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
(B)(4). Final analysis of the catheter found dark residue occlusion in the dispensing holes of the catheter/catheter body; event related. As received, dark foreign material was seen in all 3 sets of dispensing holes but there was no mass of material on the outer surface of the catheter in the area of the dispensing holes. When initially tested for patency, an occlusion was seen in all 3 returned segments but all occlusions were easily broken loose. After decontamination the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area. Also of note was the detached anchor that was received in 2 pieces. This damage most likely occurred at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.